Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. Final analysis found that the lead was returned in 3 pieces. An external insulation abrasion was found at 10.6 cm to 11.0 cm from the connector pin which breached the outer insulation. The abrasion was consistent with exposure to constant friction against another implantable device. Surface abrasions were also noted at multiple locations. Initial reporter: reliability laboratory technician. St. Jude medical (B)(4) reliability laboratory.